Event description:
Contour ts meter. He ran three control tests with his contour ts meter. A control test of 186mg/dl was high out of range by more than 40mg/dl. Normal control range is 99-136. Customer strips to return for qa evaluation. Replacement strips were sent.